Event description:
It was reported that during a procedure using an ambient super multivac 50 ifs wand, the wand alarmed and then stopped working. Upon retracting the wand from the surgical site, it was noticed that the metal plate was missing from the wand tip. The joint was examined and x-rayed, however no foreign objects were detected. The surgeon is confident that the metal plate was suctioned out during the procedure. There were no significant delays or pt complications reported as a result of this event.